Manufacturer narrative:
A follow up will be submitted following evaluation.

Event description:
A peritoneal dialysis patient's contact reported that the cycler alarmed for a heater bag issue during fill 1 of 5. The alarm could not be cleared and treatment was discontinued. When the patient's contact removed the tubing set being used there was fluid leaking inside the pump door. He stated that he noticed that solution was coming from the left black pump head. The patient contact was advised to contact the patient's nurse. The cassette was discarded. During follow up the patient's nurse reported that there was no complication or adverse event associated with the leak. No antibiotics were prescribed.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.